Manufacturer narrative:
D10 concomitant products: gia8048s, gia8048s gia 80-4.8sgl use reload stap, (lot#p3f0505); gia8038l, gia8038l gia 80-3.8sgl use loadingunit, (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a resection of the small bowel, there were some difficulties experienced with the firing of the 2nd to the last reload and the last reload used was not able to be fired at all, the black thumb piece did not move at all. There was tissue damage due to the issue as 10cm extra resection of bowel was made with a new anastomosis. Another device was used for a new anastomosis.

Event description:
According to the reporter, during a resection of the small bowel, there were some difficulties experienced with the firing of the 2nd to the last reload and therefore firing was not attempted. The last reload used was not able to be fired at all, the black thumb piece did not move at all. There was tissue damage due to the issue as 10cm extra resection of bowel was made with a new anastomosis. Another device was used for a new anastomosis. The last reload used was then tried on a piece of paper in which it partially fired.

Manufacturer narrative:
Additional information: g3, h6 (rfr code) correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the single use loading unit (sulu) was partially applied and engaged in interlock. Microscopic inspection of the knife blade displayed no damage. Functional testing found that the sulu staple pushers and interlock were reset. The sulu unloaded and loaded repeatedly without difficulty. The sulu and instrument were applied to the test media with acceptable results; the knife cut completely and cleanly and the remaining staple line was properly formed. The firing knob could be advanced and retracted without any hang-ups. It was reported that the instrument did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue occur when the firing cycle was not completed. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to advance the handle completely may result in incomplete staple formation, which may compromise the integrity of the staple line. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.